Event description:
Customer reported that pump battery was depleting too quickly. There was no adverse impact to the customer's blood glucose level. The customer was instructed to reset the pump to resolve the issue. The customer continued to use the pump for insulin therapy.